Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown liner, lot# unknown. Item# unknown, unknown stem, lot# unknown. Item# unknown, unknown cup, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04750.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Patient underwent revision procedure for dislocation related to seizure. Attempts have been made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was confirmed; however, cause was not device related. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to human factors (patient experienced seizure which led to dislocation). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.